Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7091887. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082574.

Event description:
It was reported that after being implanted patient was experiencing severe abdominal pain, abdominal spasm and distension. The physician noted that the patients bowel shut down. Reprogramming was done however the stimulation aggravated the patients existing pain and spasm. The patient was treated with medication and was doing much better.